Event description:
Procedure type: hysterectomy. According to the reporter: the surgeon was sewing the vaginal cuff using the device. He was able to sew part of the cuff using one reload. When the second reload was loaded onto the device, the surgeon was able to place the needle through the posterior part of the cuff and when he pulled the device out of the trocar only half the needle was still on the device handle. The needle was split in half and could not be found. The surgeon called in for an x-ray and searched with no luck. He brought x-ray in again and was able to retrieve the other half of the needle. There was no bleeding reported in excess of 250cc. The case extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).